Event description:
It was reported that the patient was experiencing pain at the ipg site and the patient had discomfort when sitting. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted products were kept by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7071489/7071681.